Event description:
Wile performing daily qc on the stereotactic unit, the tech discovered that the needle test was out of limits and the compression paddle lock was broken. Due to this event the patient/exam double stereo scheduled for today was not able to be done and a single score biopsy had to be completed in the ultrasound dept. Patient will possibly have to return on another day to have the stereotactic biopsy done.